Event description:
Customer reported that the insulin pump was no longer working properly and the display could not be read due to condensation. Customer reported replacing the battery and receiving a button error alarm. Customer stated that he fell into a swimming pool while wearing the insulin pump. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with loose and slanted drive support disk noted. The insulin pump was received with intermittent button response due to corroded keypad traces noted. Moisture damage noted on motor home switch corroded and vibrator motor assembly and severely corroded battery tube noted. Moisture damage was also noted on all electronic assemblies. No unexpected button error alarms noted. The insulin pump has minor scratches on display window, cracked case at window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. No missing dome label sticker noted, however missing address serial number label noted.